Manufacturer narrative:
The insulin pump was received with blank display and a constant tone alarm due to faulty interface board. The device was also received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 263 mg/dl; treated with manual injection. The device was not exposed to moisture or dropped and no damage or corrosion was found. Troubleshooting did not resolve the issue. The device was returned for analysis.